Event description:
Information was received from a consumer regarding a patient receiving dilaudid and another medication via an implantable pump. The indication for use was non-malignant pain. The patient reported that their pump had to be removed dueto an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.